Manufacturer narrative:
(B)(4): the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that the up arrow and contrast keypad buttons are intermittently responsive. There was evidence of keypad adhesive found under all key contacts.

Manufacturer narrative:
The pump has been returned to animas. Evaluation is not yet complete. When evaluation is complete, results will be provided in a supplemental report. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The patient stated that the up arrow button has been intermittently activating desired pump functions for about 4-6 weeks. She says she has to press the buttons multiple times and hard to obtain a response. The keypad is intact. There was no reported patient impact associated with this complaint.